Event description:
Report rec'd of an overdelivery. The pt was ordered to receive immunoglobulin on a "ramp" to infuse 17ml/hour for 15 minutes, then 34 ml/hour for 15 minutes, then 68ml/hour for 15 minutes, then to run at 136ml/hour until the dose was complete. The total volume reported to be delivered was a 70ml syringe. It was reported by the rn that the infusion completed in 50 minutes instead of the expected 62 minute time frame. The rn reported that she noted the last rate at 136ml/hour that was supposed to deliver approximately 41ml, infused in 5 minutes instead of the expected 17-18 minute time frame. There was no reported adverse pt event or harm. "The pt was evaluated, no changes in vital signs, no specific reaction noted." The pump was reportedly removed from clinical service. Though requested, there was no further info available.